Event description:
"E" was initially received via regulatory authority (food and drug administration, reference number: mw5075177) on 08-mar-2018. The most recent information was received on 08-mar-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("lower pelvic pains") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, 3 years 2 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria hospitalization, disability and intervention required), menorrhagia ("heavy menstrual cycles") and dysmenorrhoea ("painful excruciating menstrual pains"). The patient was treated with surgery (essure removed on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for dysmenorrhoea, menorrhagia and pelvic pain with essure. The reporter commented: consumer mentioned a serious injury (hospitalization, disability/permanent damage) but did not specify it to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 8-mar-2018: following a company internal review the event "lower pelvic pain" was upgraded to incident and seriousness criteria: intervention required was ticked. On (B)(6) 2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5075177) on 08-mar-2018. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('lower pelvic pains') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2013, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria hospitalization, disability and intervention required), menorrhagia ("heavy menstrual cycles") and dysmenorrhoea ("painful excruciating menstrual pains"), 3 years 2 months after insertion of essure. On an unknown date, the patient experienced flatulence ("gas pain"). The patient was treated with paracetamol (pain relief) and surgery (essure removed on(B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea and flatulence outcome was unknown. The reporter provided no causality assessment for dysmenorrhoea, menorrhagia and pelvic pain with essure. The reporter considered flatulence to be related to essure. The reporter commented: consumer mentioned a serious injury (hospitalization, disability/permanent damage) but did not specify it to one of the events. Concerning the injuries reported in this case the following were reported via social media- flatulence. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received : new reporter was added, event gas pain was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.